Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit, had alarm loop leaked during use, and the equipment was temporarily disabled. There was no patient involvement. Getinge field service engineer (fse) confirmed no repair has been performed. The investigation shall be closed now. If any additional information received the complaint will be reopened and update it.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6(type of investigation) & d5. It was reported that the cs100 intra-aortic balloon pump (iabp) unit, had alarm loop leaked during use, and the equipment was temporarily disabled. There was a patient involvement but no harm reported. A getinge field service engineer (fse) found during on-site testing equipment needs to be replaced with parts, and the parts will be replaced after the repair is confirmed. At present, the director of the department has confirmed by phone that he will not consider repairs. If the number of patients is large and the equipment is not enough, the repair will be started. There was no other info received about part replacement. If any new info received in future, the complaint will be reopened and updated it.

Manufacturer narrative:
Additional information: tel - (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cs100 intra-aortic balloon pump (iabp) unit, had alarm loop leaked during use, and the equipment was temporarily disabled. There was no patient involvement. The complaint may be reopened in future if the response is received. Negotiate prices before agreeing to repair the machine.

Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarm loop leaked and the equipment was temporarily disabled. The customer has wean off the machine. There was no patient injury reported.